Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. No issues were noted with assay calibration. The atellica im enhanced estradiol instructions for use states the following, under limitations: "results of this assay should always be interpreted in conjunction with the patient¿s medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing when using ee2 lot 103. The customer identified quality control (qc) results above expected ranges, and repeat-tested 172 samples which had been tested for ee2 since last passing qc. Observed differences between initial and repeat results ranged from -35% to +107%; for 44 samples, the difference was 30% or greater. Only one sample demonstrated initial result depression. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance. Result reports were corrected for only three of the patients (sample ids (B)(6).

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. MDR 1219913-2025-00033 was initially submitted on 07-feb-2025. Update, 14-apr-2025: siemens has concluded investigation. Quality control (qc) results had been out of range (high) at the time of the discordant measurements. The following points were noted: the in-use ee2 calibration was valid and comparable to internal release data. The discordant results were generated from three different ee2 reagent packs. Only one of the three packs demonstrated qc failure (on level 2). Other ee2 packs loaded just to test qc produced high results. Instrument data were reviewed, and vacuum troubleshooting was recommended in order to bring secondary vacuum within target range. A service engineer was dispatched, and service was performed on several subassemblies, including adjustment of vacuum. Following service, ee2 performance was verified with acceptable calibration and qc results. The customer is operational, and the reported issue was resolved by standard service actions and troubleshooting. No systemic product problems were identified. Note: in section h6, the codes for investigation findings and investigation conclusions were updated.